Event description:
Report received from (B)(6) via synthes (B)(4) stating that during a cranial surgery the device ¿plunged through the bone into the brain, the dura was torn and there were no long term injuries.¿ the reporter stated that there was no medical intervention needed to preclude serious injury, but that doctor was present during the event. The hospital denied to provide patient info. A copy of the report sent by the facility was requested and it is unk whether the report filed was an MDR or an internal report. There was no add¿l info provided.

Manufacturer narrative:
The device has been received by anspach. If add¿l info is received, a supplemental report will be sent. (B)(4).